Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter had ¿unscrewed spontaneously which resulted in an opening of the circuit¿. It unscrewed from the transfer set side. The home patient had the non-baxter catheter for three (3) months when the event was noted. When found, the adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.